Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were discussed. The programming changes have not been made and the patient has not been scheduled yet. Patient condition is fine.

Event description:
New information notes that on (B)(6) 2019, another instance of post-paced t-wave oversensing was observed. Programming changes were discussed. On (B)(6) 2019, programming changes were made. The patient condition is fine. Device remains implanted.